Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, while the device was being applied to the rectum, the device did not fire. The surgeon was no able to press the green button. New device was used to resolve the issue in order to complete the case. There was no patient injury.